Event description:
It was reported that this was a vessel closure of an unknown vessel using a prostar xl after an unknown procedure. Reportedly, the device broke or malfunctioned. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned suture. The reported unspecified failure mode could not be verified because the device was returned in the pre-deployed position. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Similarity could not be determined as a specific failure mode was not provided and a failure mode could not be identified based on the returned device condition. Based on the returned device condition and the information available, a conclusive cause could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.b1 - adverse event/product problem: adverse event removed b2 - outcomes attributed to ae: required intervention changed to na. B5: describe event or problem - updated. H1 - type of reportable event changed from serious injury to malfunction. H6: health effect impact code - 4641 removed.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a prostar xl after an unknown procedure. Reportedly, the device broke or malfunctioned. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Subsequent to previously filed report, the returned device analysis noted the device was returned in the pre-deployed condition. A lumen was missing and not returned for one of the suture ends. There was no blood in or on the device, i.e., no patient involvement.